Event description:
(B)(4). My device was provided from my insurer and I would say that since after a year of having my device implanted I have had chronic lower back pain like a 10/10 pain scale along with pelvic pain when on my cycle or ovulation and pelvic pain during intercourse had test done numerous time from doctors to emergency room doctors who could not explain the reason for it.

Event description:
(B)(4). I am having tingling numb sensation in my skin on the thigh area, headaches and also dental issues where I had to have root canals on my front teeth, along with work on my back teeth and severe anxiety; and also depression and several other mental issues after having the essure implanted. I have had several bladder infections since the implant that have been concerning to my doctor along with constant vaginitis